Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. An examination of the crimped stent identified distal stent damage with the stent struts lifted in a distal direction. The undamaged crimped stent outer diameter was measured and the result waswithin max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no signs of damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion with a bend of >45 degrees was located in the highly angulated and moderately calcified left circumflex artery. A 3.00 x 20 synergy drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed from the patient's body and a shorter stent, 3.00x16mm synergy des was advanced but still failed to cross the lesion. Great pressure was exerted and the stent got flared. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion with a bend of >45 degrees was located in the highly angulated and moderately calcified left circumflex artery. A 3.00 x 20 synergy drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed from the patient's body and a shorter stent, 3.00x16mm synergy des was advanced but still failed to cross the lesion. Great pressure was exerted and the stent got flared. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.